Event description:
Single patient event only. The regatta wire was sent down the vessel and they put a cutting balloon on the wire and it burst. When trying to remove ivus catheter, and felt some tension, and realized that the regatta wire broke, and detached, and the distal part of the wire was floating freely within the guide catheter.

Manufacturer narrative:
The product not yet has been returned.